Event description:
It was reported that during the patients explant procedure (related manufacturer reference number: 1627487-2022-02417) the lead fragmented and a portion of the lead remains implanted. There is no plan to remove the fragment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.